Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the observed power failure.  Physio observed that the cause of the reported issue was due to a 52 ohm short between socket 2 (batt in) and socket 3 (batt memory) on plug connector, designator p506 of the on/off charge-pak flex cable assembly.     Additionally, physio-control observed 3 non shorting tin whiskers within the connector assembly as well.  There was no observed correlation between the non shorting tin whiskers and the observed short. The customer received a replacement device.

Event description:
The customer initially reported to physio-control that their device had a charge-pak icon. After an evaluation of the device by physio-control, it was observed that the device would intermittently not power on completely. There was no report of any patient use associated with the reported issue.